Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wrong user handling/user mishandling (external strong impact - likely the device was dropped). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation found that when the device was switched on, all the leds on the front panel continued to flash. In addition to the front panel continuing flashing, the additional evaluation findings were as follows: the filter wheel was blocked entirely and deformed, and other components were broken. The investigation is ongoing, and a supplemental report will be submitted upon completion or if any additional information is provided.

Event description:
The evis exera iii xenon light source was returned as part of the asset return process. During a routine inspection of the device by olympus, it was reported that when switched on, all the leds on the front panel continue to flash. Internally, the filter wheel could be seen as completely blocked and deformed. Other components were also broken. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.